Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that after changing the infusion set her blood glucose level was high. She had a cold. Customer's blood glucose level was 250 mg/dl. Tiny bubbles were visible in the reservoir. When she was filling the reservoir it started to leak. The customer treated her high blood glucose level with the insulin pump. Her site started to bleed a little. The customer did not want to run the high pressure test. The device was not returned.